Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation. The patient's medical records were received. Medical records were reviewed for MDR reportability.

Manufacturer narrative:
Patient was revised to address dislocation. Update rec'd 09/09/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information to report at this time. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the liner and one other against the femoral head. Review of the femoral head device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.